Event description:
It was reported that review of shock impedance measurements was requested. A boston scientific technical services consultant stated the overall baseline appears to be approximately 110 ohms with some variation over the past three years. Additional data review identified delivery of inappropriate anti-tachycardia pacing (atp) which is suggestive of right ventricular (rv) high frequency noise and/or artifact. The noise was not detected in this episode; however, it may be suggestive of other factors like external electromagnetic interference (emi) that could influence the impedance measurement. Additional findings include the minute ventilation (mv) sensor had been disabled due to a signal artifact monitor (sam) event as a result noise which was visible on both the rv and shock channels. The rv outputs are also elevated, 4.5v @ 1.0ms, suggestive of past challenges with capture. The consultant stated there may be a need for some additional investigation to rule out potential concerns of shock lead integrity. The boston scientific local area sales representative forwarded the findings to the health care professional. The representative stated he will reach out to tech services if any additional information is found through in-clinic assessments. The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.